Event description:
It was reported that during a 2d scanning for a transesophageal echocardiography (tee) study, the transducer prompted a usacquisitionhw_31 error message. The user had to switch to a v5m transducer to continue and complete the tee. Although there was no report of loss of image, the study was repeated. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.